Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd alaris pump module smartsite low sorbing infusion set was damaged the following information was received by the initial reporter with the following verbatim: (B)(4)- lipid tubing broke. Blood back up and lipids leaked on bed.

Manufacturer narrative:
It was reported that the set separated at the filter. One sample model 10010453 was returned for investigation. The set was examined for defects and abnormalities. The tubing was separated from the outlet filter. No other defects or abnormalities were observed. The customer complaint was verified and a quality notification was sent to the manufacturer. From the manufacturer's investigation, the most possible root cause is due to incorrect solvent application by personnel or due to the solvent dispenser not working properly. Lot reported was manufactured on october 05th, 2023, before actions state implemented. Update of procedure to state a bushing change sequence and dispenser revision. Completed on (B)(6) 2023. A quality alert was created and communicated on january 16th, 2024, to the involved personnel to reinforce the correct follow up to the sws and correct amount of solvent application. A DHR was performed for the possible lots 23085002 and 23075470: a device history record review for model 10010453 lot number 23085002 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 25jul2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 10010453 lot number 23075470 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 31jul2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
No additional info.